Manufacturer narrative:
H3 other text: placeholder.

Event description:
Follow up.

Event description:
Follow up.

Manufacturer narrative:
Device expiration date has been corrected. H3 other text: placeholder.

Manufacturer narrative:
The sample is indicated as available for evaluation. A follow-up report will be provided once the sample has been received and reviewed.

Event description:
PICC removed december 9th due to leaking at hub ¿ indwelling 5 days